Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker exhibited premature battery depletion. Battery impedance problem was also noted. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. The reported event of battery impedance anomaly was confirmed. As received, device was at elective replacement indicator (eri) level. Longevity assessment was normal with no anomalies found. Analysis of the device image found battery impedance measurement anomalies. The cause of impedance measurement anomaly was due to code corruption.

Event description:
Additional information received notes that the device was explanted and replaced. There were no patient consequences.